Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer. Technical support provided guidance to reset the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was advised to contact support again if any issues reappeared.